Event description:
It was reported the pt experienced numbness to the left side of the face and body. The pt was hospitalized. The pt also experienced right hip pain in which an MRI was done. No results were reported. The pt recovered without sequela. Additional info has been requested. A f/u report will be submitted if additional info becomes available. As a result of a review of our MDR procedure with FDA, it was determined that events in clinical studies should have been reported with in a 30-day time frame. We are filing these late reports as directed by the rsmb staff.